Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports: when lite glove is pushed over the op lamp the glove rips. No person injured. Defect occurred before patient was in op room.